Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital on (B)(6) 2017 due to diabetic ketoacidosis (dka) and blood glucose (bg) level in the mid-300's (mg/dl). Reportedly, the customer was sick with flu-like conditions; however, was unable to confirm if that was the cause of bg levels. The customer was treated with intravenous (IV) fluids and insulin, which resolved the issue. System check was performed and tandem technical support verified that pump was performing as expected.